Event description:
Wife of home patient reports she disconnected patient connector of homechoice set from transfer set during treatment and drained transfer set directly into drain container without following asceptic procedure. Home patient's wife realized her error and discontinued treatment. Home patient and his wife went to their center next morning and proper procedure was reviewed with them by rn. Home patient's wife reports no injury or medical intervention.